Event description:
It was reported by our affiliate that difficulty transpired during removal of the percutaneous transluminal angioplasty (pta) catheter with damage to the sheath introducer (si) in the patient. The maxi ld 7f (14x6 80cm) catheter balloon was use for post-dilation of a smart control (14x60) stent in situ. Access was made in the femoral artery (side unknown). The balloon was inflated (unknown atmospheres) with an indeflator and no anomalies were noted during balloon inflation. After balloon was deflated, it was noticed that the balloon did not fold properly. When pta catheter was withdrawn, part of balloon was able to enter the 8f sheath introducer (si), however, the entire device was not able to go through the sheath completely and was stuck damaging the tip of the si. Subsequently, surgery was performed and a small incision was made to avoid any patient injury during the removal of the devices. The event was resolved and patient did not require hospitalization.

Manufacturer narrative:
The products will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of two products involved in the same patient and reported under manufacturing numbers 9616099-2006-00939 and 9610978-2006-00325.